Manufacturer narrative:
Device is a combination product. Age at time of event: 18 years or older (B)(4).

Manufacturer narrative:
Device evaluated by MFR: a visual examination of the crimped stent found the stent was damaged. The stent struts at the distal end of the stent were deformed, stretched and lifted upwards from the stent profile. The balloon cones profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found multiple kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found no issues with the shaft polymer extrusion profile. There was no evidence that the device was used in a manner inconsistent with the labeled indications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. During a percutaneous coronary intervention (pci) procedure, the physician attempted to cross a severely tortuous and calcified vessel with a promus premier¿ 38 x 3.00 drug eluting stent delivery system (sds) with the help of a non bsc guide liner. However, the promus premier¿ sds was unable to cross the lesion and when the physician was removing the stent, it came into contact with the guide liner and the edge of the stent was lifted. The procedure was completed with another of the same device. There were no patient complications and the patient¿s condition after the procedure was good.

Event description:
It was reported that stent damage occurred. During a percutaneous coronary intervention (pci) procedure, the physician attempted to cross a severely tortuous and calcified vessel with a promus premier 38 x 3.00 drug eluting stent delivery system (sds) with the help of a non bsc guide liner. However, the promus premier sds was unable to cross the lesion and when the physician was removing the stent, it came into contact with the guide liner and the edge of the stent was lifted. The procedure was completed with another of the same device. There were no patient complications and the patient¿s condition after the procedure was good.